Manufacturer narrative:
G4: 17oct2020, b4: 16nov2020. A quote was sent to the customer, however, the quote expired without response from the customer. Therefore, philips has not been authorized at this time to evaluate the device. Although requested no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28aug2020.

Event description:
It was reported that the touchscreen was not working. There was no patient involvement.